Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a dull condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device was received as blind unit: product code: 244000547; lot# a1206 tracking number: (B)(4). However, it couldn¿t be associated with a complaint or any other existing record. As a result, this product complaint was created to analyze the returned device from (B)(6) on (B)(6) 2021. This complaint involves one (1) device.